Manufacturer narrative:
Findings: no button error alarm noted during testing. Unit had intermittent up button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 460 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 460 mg/dl. Customer did not mention any form of treatment for the high blood glucose and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.